Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the joystick is causing the chair to speed up and slow down with out the driver input.